Event description:
There was an error (grd2) with the jetstream atherectomy catheter during prep related to the guidewire. The device was prepped again, and the guidewires adjusted. The md attempted to use it on the patient without success. The device was removed and replaced with no issue or harm to the patient. Manufacturer response for jetstream atherectomy catheter, jetstream atherectomy catheter (per site reporter), mfg notified by site.